Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes on (B)(6) 2023: 151 mg/dl and 53 mg/dl. On (B)(6) 2023 the patient received the following results within 15 minutes: 173 mg/dl and 97 mg/dl.